Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
The day after a left atrium accessory pathway ablation procedure, a pericardial effusion was diagnosed which required a pericardiocentesis to stabilize the patient. The day after the procedure, the patient presented with heart pain. An echocardiogram was done which diagnosed a pericardial effusion. A pericardiocentesis was performed which drained 250-300ml and the patient stabilized. The physician is unsure when the effusion occurred but suspects it could have occurred either during the transseptal puncture, which was performed with fluoroscopy (no eto), or during ablation. There are no alleged performance issues with any abbott device.